Event description:
Procedure type: according to the reporter: the patient underwent a pubovaginal sling procedure for treatment of pelvic organ prolapse. The patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4).